Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the physician noted that the right ventricular (rv) lead helix was extended and was not able to be retracted. It was also reported that the physician was unable to get the lead to fixate correctly. A different rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed no anomalies. Visual summary analysis indicated the lead was damaged at implant. The analyst commented that the helix was able to be extended and retracted within specification.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.